Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An effluent pressure low alarm occurred during a routine hemodialysis treatment. Rinseback was not performed due to clotting of the extracorporeal circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required for the blood loss.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed clotting of the extracorporeal circuit to insufficient heparin use. The cycler alarmed appropriately. The pt's heparin dose was increased, accordingly. There have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.